Event description:
The doctor reported that a unit that was sent to aseptico for an evaluation of repair and returned, has shocked another patient when the handpiece touched the patient's mouth. The doctor reported that the shock was a mild sensation to the patient.